Event description:
When walking in the or, a nurse lost her balance due to her perception of slippery shoe covers. She slipped and fell. She had an MRI, physical therapy, and was put on light duty for 2 weeks. There apparently were no wet areas or any disruption noted in the flooring.

Manufacturer narrative:
The customer provided the lot number. Therefore the device history record was reviewed. It showed that there was no exception recorded that could result in the reported defect. The coefficient of friction measured during production for this lot number met specification. Historical trending was done.the sample was not provided. Without the sample, the failure cannot be confirmed and the root cause of the failure cannot be determined from this investigation. The relevant production personnel were made aware of the complaint. At this time there is no corrective action. We will continue to monitor for any trends.